Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4)/ when the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date in device available for evaluation . Returned to manufacturer. The reported astato xs guide wire was returned for evaluation. The retuned guide wire was undulated. Missing of the tip was confirmed on the returned guide wire. The coil wire was found fractured and elongated for approximately 37 cm originating from the proximal solder that was originally set at 170mm from the tip. The core wire was found fractured at approximately 14cm from the proximal solder. Microscopic observation of the fracture end revealed that the core fracture surface was uneven, indicating repeated bending stress had caused the core fracture. The coil wire was twisted proximal to its fracture end and had a flat fracture surface, indicating torsion generated with unraveling had caused the coil fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that repeated bending stress in attempts to deliver or puncture the atrial septal wall had most likely contributed to the observed fracture of the core wire. Further applied tensile stress generated with removal made the coil wire to elongate and eventually fracture. It was concluded that this event was not attributed to product quality. Reportedly nothing was left in the patient; however, the tip of the returned guide wire was missing. Thus, it was unable to completely rule out a possibility that the missing tip might be remaining in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi astato xs 20 guide wire unraveled after removal from the patient's body post tavr procedure. It was used to puncture the atrial septal wall and also used as a bovie*. The physician noticed the coil was unraveled after removal. Nothing was left inside the patient. No patient adverse events and the procedure completed successfully. In this case, the term "bovie" refers to electrifying the wire using a machine that applies an electric current to the wire. This was done to make it easier to puncture the atrial septal wall in order to reliably cross into the left atrium.